Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 700 mg/dl. The customer¿s blood glucose level at time of incident was 738 mg/dl and the current blood glucose level was 433 mg/dl. The customer was treated with intravenous fluids, manual injection of insulin and lantus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears normal. Customer reports the no symptoms related to their high blood glucose. Customer reports insulin exited at the quick release. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had broken battery tube threads and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).